Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, enlarged atrium, and prolapsed leaflets. A mitraclip xtw was inserted and grasping was performed. However, difficulties visualizing the leaflets occurred and difficulty grasping the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the clip, a second clip was the deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2025, the clip had torn off the leaflet and became caught in the left atrial septum. A thoracotomy and a mitral valve replacement was performed. The patient was reported to be improving.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult grasping and slda appear to be related to patient morphology/pathology. The reported expulsion (complete clip detachment (ccd)) appears to be a cascading effect of the slda. The reported poor image resolution was associated with echocardiographic images. The reported patient effect of embolism was due to the expulsion. Embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported surgical intervention was a result of case-specific circumstance as a thoracotomy and mitral valve replacement were performed. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 1212.

Event description:
N/a.